Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:24:38. During night drain cycle 19, the patient's ultrafiltration reading was 122ml, indicating the home patient (hp) drained 122ml more than their maximum programmed fill volume of 150ml. No additional information is available.